Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior. A non maquet guide wire was returned inside the iab lumen. A maquet guide wire and one-way valve were returned separate from the iab. The non maquet guide wire was removed and the technician attempted to insert the returned maquet 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the customer could not insert the guidewire. A new iab was inserted successfully. There was no patient harm or adverse event reported.